Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, 1 tube had a loose closure and detached from tube resulting in blood leakage. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one video for investigation. The video was reviewed and the indicated failure mode for stopper crepout/loose caps was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode stopper crepout/loose caps. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, 1 tube had a loose closure and detached from tube resulting in blood leakage. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D.2. Additional medical device types: jka. D.3 common device name: tubes, vials, systems, serum separators, blood collection. E1: initial reporter address: (B)(6) hospital of (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670;k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.